Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
Patient reported a new bladder infection. Event date for new bladder infection was in (B)(6) 2016. Patient states this may had been coming on and did not realize it. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.